Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the fluted knob on the reported cable tensioner kept turning idle and never reached the desired tension. The tension of the cable tensioner sometimes reached around 20 kg. Eventually, the surgeon tightened cerclage cable by force. There was 15 minutes delay in the surgery. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the cable tensioner was received with no visible damage or signs of wear. The device failed initial functional inspection for slipping cable. Device was disassembled and reassembled, including the additional of instrument milk. There were no noticeable signs of wear on the inner assembly. After the device was reassembled the functional test was performed again and the device met specifications and functioned as intended. A device history record review was conducted and found that the device met specification. A root cause could not be determined. Evaluation determined that the device functioned as intended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional manufacturing release date for this product includes (B)(6) 2010. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: pioneer surgical technology manufactured the cable tensioner (part number 391.201 lot number p082572). The supplier¿s certificates of compliance (dated (B)(6) 2010 and (B)(6) 2010 for three separate receipts of this lot) indicate the parts were manufactured to and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection. No non-conformance reports were generated for this lot. The 3 receipts were released (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.